Event description:
A baxter technical support manager reported an incident at hospital. The facility reported that an infusion pump failed to detect an upstream occlusion. A bag of saline was being infused at a rate of 166ml/hr with the volume to be infused of 1000 mls. The facility reported that at the end of the infusion, user placed a second bag on the existing primed set and failed to spike it properly. The holes in the spike were covered but fluid was not flowing and upstream occlusion or air in line was detected by the pump, which, therefore, did not alarm. The event was noticed by user five hours later and as a result, pt's blood pressure and urine output had begun to drop. Pt was given an infusion of 500 mls colloid over one hour and the pump was changed as a precaution. Despite baxter's effort to obtain additional info from the reporting facility, info was not provided regarding pt's demographics, diagnosis or status. No additional contact information is avaliable.